Event description:
The reporter stated that the magnet rate was 85.1 ppm at the last transtelphonic check on 3/18/98. On 4/15/98, there was no magnet response over the phone, or in the clinic. The reporter also indicated that no output and no communication was noted. The pt is in normal sinus rhythm. The device will be replaced.